Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, when the unknown tibial nail was inserted and the aiming arm was connected after, the unknown triple sleeve and unknown drill bit were inserted but missed the hole in the nail. The black tabs on the aiming arm were used to tighten down the aiming arm when a loud click happened. It was assumed it was in the correct position but after the drill bit still missed the hole, it was discovered that the aiming arm was cracked on one of the black tabs. A new aiming arm replaced the broken one. There was a ten minute surgical delay. The procedure was successfully completed. There was no patient consequence reported. This report is for one (1) drill sleeve / ø 4.2mm. This is report 2 of 6 for (B)(4).